Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. This device was mistakenly returned under a different event and was a miss-match. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap chole - "when firing the clip, the clip spits out with open jaw and if some clips actually clipped it came off very easy." Patient status - no patient injury, discharged to rep's knowledge.

Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering found that all clips tested loaded and closed properly. Applied medical issued a voluntary class ii recall on the ca090 direct drive® clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels.